Event description:
It was reported that after insertion of an intra-aortic balloon (iab), and initiating therapy, there was a fiber optic sensor error. The hospital staff swapped out intra-aortic balloon pumps (iabp), but the problem persisted. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Manufacturer narrative:
Updated field: describe event or problem. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
It was reported that after insertion of an intra-aortic balloon (iab), and initiating therapy, there was a fiber optic sensor alarm. The hospital staff swapped out intra-aortic balloon pumps (iabp), but the problem persisted. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.